Manufacturer narrative:
(B)(4).

Event description:
On 26oct2016 an eye care provider (ecp) called to report that a patient (pt) ¿experienced keratitis with our lens.¿ the ecp also reported that the ¿pt went to see the doctor a few times and the eye is still not ok.¿ a call was placed to the pts parent for additional information on 26oct2016. On 27oct2016 the pts parent returned the call and additional information was obtained as follows: the pts parent reported that the event occurred a few months ago while wearing the acuvue oasys for astigmatism brand contact lenses. The pts parent reported that after two days of use the pt ¿found a lens torn on his/her right eye, so the pt took the defect lens out and put on a new one.¿ it was also reported that the replacement lens was also torn within two days of wear. The parent reported that the ¿pts right eye experienced a sharp pain after removal and went to see doctor.¿ the parent reported that the ¿pts eye still not good.¿ the parent reported that ¿the pt went to medical treatment for more than 4 months so far.¿ the parent reported that he/she will provide the pts medical information. On 27oct2016 an email was received from the pts parent with a medical record from the pts treating ecp. The additional information was received as follows: the pt was seen at the ecps office for the first time on (B)(6) 2016 and was diagnosed with keratitis. The ecp reported that the pt ¿was a contact lens wearer, and the contact lens wearing may have contributed to the keratitis.¿ the ecp reported that he/she ¿started seeing the pt for his/her right eye condition since (B)(6) 2016.¿ ¿the pts aided vision in her right eye is counting fingers as of (B)(6) 2016, and the pt was required to attend regular follow-up for his/her eye condition. The pts last visit at my clinic was on (B)(6) 2016.¿ no additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002nqz was produced under normal conditions. The product has not been returned for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
The patient (pt) reported on 28-dec-2016 that his/her od was injured by using the contact lenses. The pt reported that he/she has myopia and could use normal glasses to correct eye sight, but the pt reported that he/she ¿chose to use the products and the eye was injured.¿ the pt further reported that he/she graduated from university in (B)(6) 2016 and planned to continue study to qualify to become a teacher, but ¿now all my plan has gone as my vision is lost, I could not even read properly.¿ the pt reported that ¿I need to use eye drops every certain time and need to visit doctor.¿ the pt reported that ¿during my eye treatment, initially doctor prescribed corticosteroid eye drops but did not work well. Then he prescribed me blood serum, and again did not work well. So the doctor planned to have amniotic membrane transplantation and suggested wearing scleral lens for protection. However, the surgery and scleral lens could not help in full recovery of the vision.¿ no additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 the patient¿s (pt) family member called to report additional medical information as follows: the pts family member reported that the ¿pts od vision is still blurry, barely seeing objects.¿ the pts family member also reported that the ¿pt is awaiting surgery.¿ the pt was also having ongoing treatment. No additional information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.